Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: right unknown gel implant. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation revision on the left with mentor memorygel smooth hpg, 375ccgel breast implant and on the right unknown gel implant which the left side ruptured and there was issue with capsular contracture, unknown baker grade, and patient had pain on the right side after implantation. The issue of rupture confirmed by MRI and mammogram. As a result patient underwent bilateral removal and replacement. The left implant replaced with catalog number 3504004bc, lot number 7568537, serial number (B)(4), and right replaced with catalog number 3504004bc, lot number 7568537, serial number (B)(4) on (B)(6) 2018. This report is for the left side.

Manufacturer narrative:
On 06/26/2018, mentor received additional information about the event. It was originally reported that the explantation date is (B)(6) 2018. New information states that the explantation date is (B)(6) 2018. On 07/11/2018, mentor completed the investigation on the suspect medical device. The device was received with cloudy gel. Brown material was observed within the device and gel and brown material was observed on the shell surface. During initial evaluation a rent was observed on the anterior and extending to posterior aspect, measuring approximately 12.5 cm, in addition, a crease was observed within the rent on the anterior aspect. Rupture complaint was confirmed. Mentor performs 100% inspection and testing of all devices prior to release, the product evaluation (pe) team concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. At this time is not possible to determine the origin of the brown material observed. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet; however, complaint trends for mentor devices will continue to be monitored by quality assurance. A complaint of capsular contracture was also reported. According to the information provided, pe concluded the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).